Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 53, error 28, error 37 or error 3 alarms noted during testing however, pump error 53 (line number 458 file number 32107), error 28, error 37 and error 3 alarms were found in the formatted history file due to motor failure caused by a significant external magnetic field. Moisture damage was found on the electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarms and able to rewind the insulin pump. Customer assisted with performing displacement test and test was passed. Customer assisted with rewinding the insulin pump and error did not occur during rewind. Customer assisted with load reservoir and fill tubing process and error did not occur. Customer assisted with self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.